Manufacturer narrative:
G4:26feb2021. B4:01mar2021. H10: a philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty motor control printed circuit board assembly (mc pcba). The fse replaced mc pcba to resolve the issue. In addition to correcting the reported problem the fse performed preventative maintenance and the device is fully functional and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported a ventilator that exceeded the maximum number of resets, three times within two hours. There was no patient involvement or harm.